Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report high blood glucose. Blood glucose reading was 600 mg/dl. The customer has treated with manual injection. Troubleshooting was performed. The insulin pump passed the high pressure test and no anomalies were found. Advised that the insulin pump is working as designed. Nothing further reported.